Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 36 indicating an invalid hall sensor state that persisted despite multiple restarts, preventing supply change and rewind, after which the user reconnected and noted a blood glucose of 313 mg/dl; the user subsequently reduced glucose to 142 mg/dl and used subcutaneous insulin by pen as backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with a failure to infuse, with the motor identified as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.